Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a review of the logs that showed communication errors between the ventilator control board and the ventilator monitoring board. These boards were re-seated to resolve the reported issue.

Event description:
The hospital reported a system failure. There was no report of patient involvement.